Event description:
It was reported that during the procedure in the right coronary artery for treatment of a 90% stenosis, a hi-torque extra sport 300 guide wire was advanced. Pre-dilatation was not performed. A 3.0x18 otw xience v stent delivery system was advanced and the stent was deployed successfully. A 3.5x12 otw xience v stent delivery system was advanced proximal to the 3.0x18 stent and an attempt was made to inflate the balloon using the same inflation device. No contrast was seen entering the balloon. The stent delivery system was removed from the anatomy with the stent securely attached to the balloon. The physician stated that there was no leaking of the balloon, rather there may have been an obstruction within the catheter that prevented the contrast from entering the balloon. A non-abbott stent was successfully deployed to treat the proximal segment of the lesion. There was no adverse patient effect and no significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: hi-torque extra sport 300, stent: 3.0x18 otw xience v. (B)(4) - no pre-dilatation. Evaluation: it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record and a query of the complaint-handling database could not be conducted because the lot number was not provided. Based on the review, no product deficiency was identified. It was reported that the procedure was attempted via direct-stenting (no pre-dilatation). It should be noted that the xience v/xience nano everolimus eluting coronary stent system instructions for use instructs the physician to pre-dilate the lesion with a percutaneous transluminal coronary angioplasty catheter.